Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix e/x(device #1). (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2010: the patient had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the composix e/x(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device 1). Per op notes, ¿multiple fascial defects in the right lower quadrant was noted. In the right lower quadrant up against the synthetic mesh, there were loose adhesions which was taken down. Three fascial defects noted extending from well lateral to the previous incision to approximately the level of the midline. A composix e/x mesh (device 1) was placed lateral to the defect and tacked around peritoneal surface.¿ (B)(6) 2010 ¿ patient was diagnosed with recurrent right lower quadrant incisional hernia, upper midline incisional hernia thereby underwent laparoscopic repair with the implant of synthetic mesh and open repair with the implant of ventralex mesh (device 2) in upper midline. Per op notes, ¿the recurrence was located along the lateral aspect adjacent to the anterior and superior iliac spine. Adhesions of omentum to the midline were identified. The previous mesh (device 1) was noted. Closer to the hernia, a knuckle of smali intestine was nearly adherent to the mesh. The mesh (device 1) had rolled up slightly and remainder of mesh was intact and was not removed. A synthetic mesh was laid transversely over the lower abdomen using tacks. The incision was extended inferior to previous repair. A medium ventralex mesh (device 2) was placed into defect and laid flat using sutures.¿

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x(device #1). Device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided.the reason for the reported revision surgery was not specified. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d3, d4, g1, g3, g4, g6, h2, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x (device #1). Device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. The reason for the reported revision surgery was not specified. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol composix e/x ( device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2010: the patient had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the composix e/x (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."